Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an unknown model icl into the patient's eye. Reportedly, the lens was too small. The lens was later replaced with a longer length lens. No post exchange data was provided. Additional information was requested but has not been provided to date.